Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable as lens remains implanted. Telephone number: (B)(6). Device evaluation: visual inspection revealed that the cartridge was damaged and the cartridge tip was cracked. The damage sustained is consistent with severe stretch marks; however, because the cartridge tip was cracked it is not within expected parameters for a used cartridge. The smartload was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint/observed issues could be identified. The complaint issue of cartridge crack was not confirmed during the product evaluation. The observed issues of cartridge tip cracked/damaged and cartridge damaged are similar to the reported complaint issue. However, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were cracks in the cartridge. The customer filled enough balanced salt solution (bss) and has no explanation what the reason for the cracks could be. No patient injuries were caused. Through follow-up we learned that the lens was implanted. The physician followed the directions for use (dfu) and no resistance was noticed during implantation. There were no cracks or other irregularities before implantation. The cracks occurred during lens implantation, when the thickest part of the lens slid through the cartridge. No further information was provided.